Event description:
It was reported that (1) pro46 was used during an unknown procedure. It was reported by the rep, when the bag was deployed the ring became separated from the bag and was then removed with a babcock separately from the rest of the bag. Opened another device to complete the case. There was no consequence to pt.